Event description:
"The guidewire broke into the quartet lead. According to the physician, a piece of the guidewire remained into the lead."

Manufacturer narrative:
Analysis and conclusion: the analysis of the lot history records does not indicate any areas of concern relating to the strength of the wire and the analysis from the sample retains demonstrates that the device meets its design specification and it requires extreme manipulation (beyond the design capabilities of the device) to induce a fracture. Guidewires are delicate devices and can fracture if their tensile limits are exceeded during a procedure (e.g. When a wire becomes snagged/trapped). The images of the device suggest that the device was manipulated quite severely around the fracture area as there is clear evidence of kinking of the device close to the fracture location and along the length of the core wire. It is difficult if not impossible to ascertain the clinical conditions at the time of the fracture as there is very limited information available from the user. However, based on our analysis, it appears that the device was manipulated in a manner that is beyond the design capabilities of the device and that this led to the fracture.